Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent an emergency endovascular treatment to repair an impending rupture of an abdominal aortic aneurysm (giant aneurysm: approximately 8 cm) using gore® excluder® aaa endoprostheses. Reportedly, the impending rupture might have already been ruptured when the procedure started. The patient was in shock from the time of transport, and the procedure was performed under severe systemic conditions. The trunk ipsilateral leg was deployed cross-legged, so the contralateral gate was compressed by the ipsilateral leg, making cannulation difficult after deployment. An attempt was made to insert the guidewire from the arm, but because the blood vessels in the arm were spasmodic due to the state of shock, the guidewire could not be advanced. Therefore, the ipsilateral leg was deployed, and the contralateral leg was implanted using an up-and-over technique. A distal type I endoleak was observed at the left common iliac artery, so the internal iliac artery was coil embolized, and additional excluder devices (plc141000j and plc121400j) were implanted with landing in the external iliac artery. The endovascular aortic repair was completed with no issues by final angiography. However, due to heavy bleeding and abdominal distention, open drainage was performed. Then the patient's blood pressure decreased, making it difficult to maintain circulation, and the patient died. Since the patient's blood pressure decreased and it was difficult to maintain circulation, it was reported that hemorrhagic shock was the possible cause of death. Reportedly, no device issues related to the excessive bleeding, and the bleeding was probably due to the patient¿s pre-existing conditions. An autopsy is not planned. The physician reportedly stated: there was no causal relationship between death and the excluder devices. The patient was in a severe condition from the time of transport, so it was regrettable but unavoidable that he could not be saved.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include but are not limited to; aneurysm rupture, endoleak, and death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.